Event description:
It was stated that the customer passed away due to ketoacidosis. Troubleshooting was performed and the insulin pump was programmed correctly. No anomalies were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.